Event description:
A report was received that during a lead revision for high impedances and loss of therapy the physician replaced the pt's ipg and leads. The ipg was working properly prior to the explant. The pt is doing well and receiving good stimulation following the revision.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.